Event description:
The device was used on a pt diagnosed in cardiac arrest. The first electrocardiogram analysis resulted in no shock advised. One minute of CPR was performed after which a second electrocardiogram analysis was attempted. The operator noticed that the device had allegedly lost power for no apparent reason. The operator turned the device back on, analyzed the electrocardiogram and no shock was advised. After performing one minute of CPR, the operator again noticed that the device had allegedly lost power for no apparent reason. The operator turned the device back on, analyzed the electrocardiogram and no shock was advised. The pt was resuscitated. Paramedics subsequently arrived and took over care of the pt. The customer indicated there were no adverse effects to the pt as a result of the alleged malfunction.